Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics and was recovering from the event at the time of this report. Action taken with pd therapy was not reported. No additional information is available.